Manufacturer narrative:
Device received with constant seating due to corroded force sensor assembly. Device passed displacement test, rewind test, basic occlusion test, force sensor test and occlusion test. Device passed sleep current measurement, active current measurement and self test. Device received with stained keypad overlay buttons, pillowing keypad overlay, scratched or peeling keypad overlay texture, scratched display window cover, peeling or fading end cap address label and scratched case. Moisture damage on motor assembly and electronic board stack.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the motor displacement test failed. The customer's blood glucose level was 120 mg/dl. The customer also reported that the piston was not moving and displayed insulin flow blocked alarm. The device will not be returned for analysis.